Manufacturer narrative:
Visual inspection was performed on the returned device. The reported tip separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported complaint. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that when removing a 3.0x8mm nc trek from the package it was noted that the shaft was separated in two pieces. The chipboard box was reported to not have any damage. Another same size nc trek was used to successfully complete the procedure. There was no patient involvement and no clinically significant delay. No additional information was provided.